Manufacturer narrative:
Initial investigation based on the lot history records review confirmed that the guidewires were manufactured according to the specification. The required tests and inspections were performed and passed.

Event description:
It was reported that the procedure was to treat a lesion in the peroneal artery. A high torque (ht) connect guide wire was advanced and crossed the target lesion. The lesion was treated, the wire was withdrawn and the distal tip separated between the superficial and common femoral artery. However, the separated portion was successfully retrieved from the anatomy using a snare device. There was no resistance noted during advancement or withdrawal. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Initial investigation based on the lot history records review confirmed that the guidewires were manufactured according to the specification. The required tests and inspections were performed and passed. A follow up report will be provided. Device not returned.

Event description:
It was reported that the procedure was to treat a lesion in the peroneal artery. A high torque (ht) connect guide wire was advanced and crossed the target lesion. The lesion was treated, the wire was withdrawn and the distal tip separated between the superficial and common femoral artery. However, the separated portion was successfully retrieved from the anatomy using a snare device. There was no resistance noted during advancement or withdrawal. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.